Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 146 lbs. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), micturition urgency ("bladder or urinary problems or changes¿-urgency") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, abdominal pain, back pain, psychological trauma, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, weight decreased, vaginal haemorrhage, micturition urgency, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, micturition urgency, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details-there were two coils remaining on the right and three on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), micturition urgency ("bladder or urinary problems or changes¿-urgency") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, abdominal pain, back pain, psychological trauma, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, weight decreased, vaginal haemorrhage, micturition urgency, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, micturition urgency, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: insertion details-there were two coils remaining on the right and three on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), weight loss were added. Event bladder or urinary problems or changes updated to urgency. New reporter, medical history, historical drug, race and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.